Event description:
Caller reported advantage plus system blood glucose results of 24.3 mmol/l and 8.1 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).